Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information revealed that the patient underwent surgical intervention is on (B)(6) 2021 (exact date unknown) wherein the system was explanted.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2021-04208. It was reported that the patient was experiencing a shocking sensation in their ribs with movement and low settings. It was found that one of the leads had high impedances. In turn, surgical intervention may take place to address the issue. Note: as it is unknown which lead had high impedance, both are being reported.